Manufacturer narrative:
The tps handpiece cord was discarded because it is not a repairable device.

Event description:
The tps handpiece cord was sent for service and it was noted that it was causing unintended motion. No adverse event was associated with the cable.